Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. The instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Additional observation(s) not reported by site: the instrument was found to have a bent grip and the tip does not align with the other grip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported there was a slight misalignment on the medium-large clip applier instrument, and it would not hold clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the only information that she was able to provide was what the staff in the room told her. When the surgeon was trying to clip a vessel, the clip kept falling out. The tips on the instrument looked slightly misaligned as far as they could see.